Event description:
According to the reporter, during the laparoscopic salpingectomy, when the surgery was completed, the skin was sutured. The needle was broken 2mm. From the tail, and the front of the needle was sunk into the subcutaneous tissue. An x-ray was performed and the surgeon immediately used a strong magnet to search at the incision and removed the broken needle part. It was noted that the broken part was intact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.